Event description:
Home pt (hp) reports calling baxter technical svc ctr for assistance while noting hp was connected to homechoice device before hp should have been, during prime. Hp was instructed to end treatment at that time and to restart with new supplies. No pt injury or medical intervention required per rn.